Event description:
Customer reportedly received result of 243 mg/dl on the aviva system and 112 mg/dl on professional's device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.